Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a blood glucose level of 42 mg/dl on the morning of the call. The customer also stated that the device had a button error alarm and the keypad was unresponsive. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Pump received with no button response due to corroded keypad traces on esc, act and down arrow button. No button error alarm during testing. Pump received with broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.